Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this device noted a remaining longevity of 11 years. Six months later, the device noted a remaining longevity of 8 years. It was noted the pacing percentage increased to nearly 90% which was likely the cause of the depletion. The device was reprogrammed from ddi mode to vvi mode. No adverse patient effects were reported.